Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 07-aug-2015 which refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) . On or about (B)(6) 2014, consumer was scheduled for a tubal ligation surgery. At the time of the surgery, physician attempted to implant the essure female birth control device without consumer informed consent. Unbeknownst to consumer, the implantation failed. According to reported, essure device did not deploy and failed to release in the second recoiling. Following surgery, physician told her that "everything went well" with her tubal ligation and discharged her. Consumer experienced among other things, fever, cramps, discharge and a lot of pain and discomfort. Consumer attempted to consult with physician due to her severe symptoms but health care professional was not available for over thirty days. Consumer also reported disfigurement, severe and permanent injury to her person and severe and ongoing emotional distress. Subsequently, physician informed consumer that her symptoms and pain were due to the subject essure device that was unsuccessfully implanted. Health care professional states she attempted to implant the essure device but when it did not deploy, she removed half of the device but was unable to remove the other half during the surgery. This was the first time consumer learned that essure was implanted and only partially removed on the day of tubal ligation surgery. Physician offered consumer a second surgery to remove the remaining piece of the essure device however, consumer was afraid to undergo the surgery with her. Ptc investigation result was received on 14-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of complicated device insertion. The ae case refers to a usability issue. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that the physician attempted to implant the essure device but when it did not deploy, she removed half of the device but was unable to remove the other half (regarded as device breakage). This event was considered serious due to medical importance and is listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, other serious event (injuries/ injury/physical injury/severe and permanent injury/serious injury) and non-serious events were reported. Additional information will be obtained through the normal litigation process. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.